Event description:
Caller alleged discrepant results with inratio readings. Test #1 inr 1.1; test #2 inr 4.2.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Device is expected to be returned for eval. Investigation is pending.